Manufacturer narrative:
B3 - month and year are known, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that he devices lcd screen has dead pixels, and the dso has a hole in it. No patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a downstream occlusion seal issue. A visual and functional test were performed and the reported issue was duplicated. The cause of the reported issue was due to the liquid crystal display (lcd) screen. As a result, the downstream occlusion seal and lcd screen were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.